Manufacturer narrative:
The lens was returned in the lens case. Solution is dried on the lens. Both haptics are bent onto the optic. The distal areas are adhered to the optic in dried solution. The lens was cleaned with lphse to further evaluate. The reported scratch damage was not observed. Both haptics are bent onto the optic. The distal areas are adhered to the optic in dried solution. The lens was cleaned with lphse to further evaluate. The reported scratch damage was not observed. Product history records were reviewed and the documentation indicates the product met release criteria. The reported damage was not observed. The root cause of the complaint of scratch damage cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) with a scratch. Additional information was requested.